Event description:
Pt reported that device's piston rod stuck (device may not have generated any errors in conjunction with this event). Pt's blood glucose was not affected, and no treatment was received.